Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v986836, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported they could not turn their implant off and the patient saw a ¿call your doctor¿ icon on the patient programmer screen. They did not retrieve the code that was present with the doctor. They were unable to adjust stimulation and there was an out of regulation (oor) condition. The patient felt a surging sensation that occurred at different times throughout the day. They started to feel the surging a month prior to report and it had gotten worse. Three days later it was reported the patient was seen in the morning by their doctor and they interrogated the implant with the clinician programmer without incident. However the patient was seen later in the day after the morning appointment and they saw a message on the clinician programmer when the implantable neurostimulator (ins) was interrogated that ¿delivered amplitude may be lower than programmed amplitude¿ and that ¿programming and impedances should be checked.¿ the only thing that the doctor had changed during the morning appointment was they allowed the patient to reduce their amplitude down to 0v but they were not given the ability to increase the amplitude at all. Since the morning appointment the patient had decreased their amplitude on the left side from 3.8 to 2.0. The patient had a fall in church about a month prior to report and struck his left side ¿ face, mouth, cheek, temple bruised, and head in general. The surging had started prior to the fall. The friday prior to the church call he had another fall. They didn¿t associate any of his falls with the start of the surging sensation. The surging sensation was like a ¿power surge¿. The surging occurred on the right side of his body from his jaw to foot. The surges would last less than 30 seconds and they did not have any other symptoms during that time. The surging was bothersome to the patient even though the stimulation helped his symptoms. Electrode impedances were: c1=783, 03=1165, c2=834, 12=1051. The impedance values were very similar when taken at 3v and when the head was in different positions. When the patient turned his head to the right he felt the surging which was recreated about 4 times during the call. The impedances taken with his head to the right remained in the same range (700-1,900 ohms) including when the impedance was checked at 3v. Palpation of the system was negative and the ins was currently at 2.73. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID neu_unknown_ext, implanted: (B)(6) 2014, product type: extension. Product ID neu_unknown_ext, implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was having shocking sensations throughout the entire right side of his face, arm, and leg that he felt two times an hour. The reporter thought it was when the patient moved his head and this was why the extensions were replaced, but the shocking sensation continued. Thus, they now thought it was an issue with one of the leads; one of the nurses thought it was the right lead. The patient was seen in clinic and told to turn one lead off and keep one on. When he turned one lead down to0. 3 volts the shocking went away. The device component at fault was not determined and there was no patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.